Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus bradycardia with occasional long intervals where the surface electrogram showed no pulse signal. The implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected and could not be interrogated and had no magnet response. The ipg remains in use; however, a replacement procedure was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.